Event description:
It was reported that the foot pedal on a controller broke into two pieces. The broken device resulted in a 45 minute delay in surgery, as the hospital had to locate and pick up another pedal. No pt complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside of the u.s., due to international privacy laws, the pt information was not provided.